Event description:
It was reported that a user of the ilet experienced hyperglycemia, with glucose readings increasing to 332 mg/dl after an MRI-related sensor interruption and peaking at 380 mg/dl following a meal announcement, later trending down to 280 mg/dl with a downward arrow while using new supplies and receiving pump-driven correction. Investigation of this case revealed that the cause of hyperglycemia was unclear, with contributing factors possibly including sensor unavailability during imaging and postprandial rise. Symptoms included no reported clinical manifestations. Outcomes included no functional impairment and no need for medical intervention or hospitalization. It was concluded that the device was functioning as designed, with no device malfunction identified and user education provided regarding allowing the pump time to correct. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.